Event description:
It was reported by a customer in the USA that, the ssv phonate speaking valve did not fit, as it had a different length and diameter than the ssv&#39;s previously used. The issue was observed during inspection of the unit, prior to placing it into the patient. Additionally, it was reported that at least five ssv samples were affected. No lot number or expiration dates are available. There was no patient involvement.

Manufacturer narrative:
The sample is expected to be returned for an investigation. However, it has not been yet received.(B)(4)

Manufacturer narrative:
This complaint was reviewed by the clinical team, and found to be non-reportable, as the event does not match the requirements for emdr reportability. Please disregard report # 2936999-2014-00903, submitted in error.